Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had continuous elevated and low blood glucose (bg) levels (value not provided). The cause was not provided. The customer declined to provide additional information regarding the issue.